Manufacturer narrative:
The actual device was not available; however, a photograph and a video of the sample was provided for evaluation. The visual inspection of the provided picture and video showed the reported leak at the level of the replacement y-connector. The reported condition was verified. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with a prismaflex m100, an external fluid leak was observed at the tube connector. There was no patient involvement. No additional information is available.